Event description:
The customer reported to olympus, even after tuning on the power to the endoeye flex deflectable videoscope no image displayed on the screen. The event occurred during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: there was a no image event which occurred due to damage on the charged cable device unit (ccd), because of the damage to the electrical contact of the video connector being shaved, the image could not display. Additionally, the adhesive on the bending section cover had a chip. The switch button 1 was damaged. The switch button had a scratch. The video connector had a scratch. Due to damage on the lock engagement lever, the bending section could not be fixed firmly. The grip had a scratch. The up/down plate had a scratch. The light guide connector had a scratch. The video connector case had a scratch. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a probable cause was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.